Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they fired the device into the vessels in a laparoscopic procedure, there was problem in loading and unloading the device but the staples slid right off the vessels. They used clips to occlude the vessels and it resolved the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A malformed staple was received. Additionally, the pusher was observed to be damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of malformed staples may occur when a thick tissue or obstacle has been incorporated in the jaws during application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.